Manufacturer narrative:
The model and serial number of the toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer contacted philips stating that they experienced a fire in their home and an essence power toothbrush may have been the source of the fire.